Event description:
The customer reported that following a radiology procedure, a vasoseal es was deployed. During deployment of the collagen plug, the deployer felt a "pop". When the sheath and cartridge assembly were removed, the deployer noted that the end of the sheath had broken off. Hemostasis was achieved and the groin remained soft to palpation. The patient was sent home later that evening. No patient complications were reported.